Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's personal diabetes manager (pdm) will not turn on and is not holding charge. The patient went to the emergency room (ER) to receive treatment for the blood glucose (bg) levels (specific bg levels not provided). Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.